Event description:
It was reported an issue with monosyn suture. The client reported that after some time, more and more patients came forward because they had problems with wound healing. After our customer started using a different suture material again, the problems stopped. Since nothing has changed in the treatments and procedures, our customer concludes that it is the suture material and does not want to use it. More information has been requested.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that after some time, more and more patients came forward because they had problems with wound healing. After our customer started using a different suture material again, the problems stopped. Since nothing has changed in the treatments and procedures, our customer concludes that it is the suture material and does not want to use it. More information has been requested.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and mostly distributed in the market (B)(4) units of this code-batch. There are (B)(4) units in our stock blocked. We have not received samples from the customer for analysis. We have received 12 closed samples from stock. Tightness test to the samples received from stock has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received from stock and the results fulfil the requirements of the european pharmacopoeia (ep): 2.24 kgf in average and 2.05 kgf in minimum (ep requirements: 0.97 kgf in average and 0.49 kgf in minimum). Degradation test results conducted on the samples received from stock also fulfil b. Braun surgical requirements. In the degradation test, threads are introduced in a sörensen solution for 14 days. After this period, the knot pull tensile strength of the thread is tested. The results for the samples received from stock are 1.01 kgf in average and 0.77 kgf in minimum. B. Braun surgical requirement is 0.21 kgf in minimum. These values are in the usual range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Monosyn® biocompatibility has been tested in several experiments. In sensitization and irritation tests the harmlessness of monosyn was proved. Nevertheless, as stated in the side effects of the instructions for use of the product: "as for any sutures after implantation the following side effects may occur occasionally: transient inflammation foreign body reaction, transitory local irritation, granulation, stitch abscess or sinus, impaired cosmetic result and infection at the wound site. Existing infections may occasionally be enhanced by any foreign body. May not be excluded an occasional wound dehiscence, suture extrusion, failure to provide adequate wound support in closure of the sites where expansion, stretching or distension occur, failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from conditions which may delay wound healing and/or delayed absorption in tissue with poor blood supply." Final conclusion: according to the results of the samples tested from stock, the product complies with our specifications and also fulfill usp/ep requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Nevertheless, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.